Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection sets experienced poor sleeve function during use. The following information was provided by the initial reporter: blood leakage from the rubber (tube side, non patient needle), the gray rubber at the end is not flexible to return its original position, when they have finished filling the tube and moving to fill the other tube. Blood exposure, high risk of infection. The problem is expected to be that the needle is damaging the sleeve causing the leakage.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to sleeve leakage/side piercing was observed, when a holder was not used. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8h07a1. Medical device expiration date: 2020-08-31. Device manufacture date: 2018-08-31. Medical device lot #: 9c14b1. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-03-31. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection sets experienced poor sleeve function during use. The following information was provided by the initial reporter: blood leakage from the rubber (tube side, non patient needle), the gray rubber at the end is not flexible to return its original position, when they have finished filling the tube and moving to fill the other tube. Blood exposure, high risk of infection. The problem is expected to be that the needle is damaging the sleeve causing the leakage.